Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter: translated to english. The customer stated: the "tubes are not filled correctly during use. There is no filling (no vacuum observed)."